Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. During the procedure a mitraclip was implanted successfully. A second mitraclip was deployed, after 3 cardiac cycles the mitraclip moved down the leaflet and a single leaflet detachment occurred. The mitraclip was no longer attached to the anterior leaflets. There was no additional clips implanted and the final mr was grade 4. There were no adverse patient effects or clinically significant delays.